Event description:
(B)(4). Initial report: this non-serious spontaneous case from spain was reported by a physician via a medical advisor and forwarded by our local affiliate (B)(4). This case involves a female, pt, (age nos), who was treated with poly-l-lactic acid (sculptra) a year and a half ago. Relevant medical history and concomitant medication info were not mentioned. Several months after poly-l-lactic acid injection, the pt developed granulomas. She visited her physician in (B)(6) 2008, and the physician stated that the pt noticed the granulomas when she lost weight. No further info was provided. Event outcome is unk. Reporter's causality assessment: not provided.

Manufacturer narrative:
Add'l info received on (B)(4) 2008: a ptc (pharmaceutical technical complaint) has been initiated: global ptc number (B)(4).